Manufacturer narrative:
The product is not available for evaluation. It has been discarded by the facility. Reported particle was not returned for analysis therefore a root cause could not be determined. Review of the september 2019 complaint review board trend charts for the millenium products showed below the ucl. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. The investigation is complete.

Event description:
A facility in (B)(6) reported that during routine segment removal of a cataract the surgeon noticed that there was a small green piece of foreign body in the anterior chamber which resembled a cut-out from the green sleeve. The surgeon removed the phacoemulsification probe from patient's eye but could not retrieve the green foreign body as it went missing. There was no injury to the patient.